Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 10/2.25 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that on the seventh inflation, the balloon ruptured at 8atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the distal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, it was noted that on the seventh inflation, the balloon ruptured at 8atm. The procedure was completed with a different device. No patient complications were reported.